Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a patient via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 1mg/ml at 0.0482mg/ml. It was reported that the pump was previously shut down; service code 226 occurred indicating the permanent shut down. The pump was turned off "years ago". Technical services was contacted on 2024-11-12. The event occurred prior to the patient moving. It was noted that all of the concerns happened with a previous provider in another state. A full system replacement occurred on (B)(6) 2026. The logs were checked at the time of the replacement. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. At the time of this report, the issue was resolved.